Event description:
In 1984-augmentation w/cox-upoff implants under muscle. 1989, closed capsulectomy. 8-1-97, recently noted a significant increase in breast size, hardness & pain. P.e.: breasts very asymmetrical rt very swollen & tender; lt about 2/3 the size of rt. Possible seroma bilaterally. No appreciable masses at present. Pt had a fall on april 10, 1997 & noted a radical increase in size. 11-18-97 pt underwent bilateral breast implant removal, bilateral capsulectomies & bilateral mastopexy.